Event description:
It was reported in a journal article that 47 patients underwent revision due to unspecified periprosthetic fracture. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Journal article: matias hemmilä, inari laaksonen, markus matilainen, antti eskelinen, jaason haapakoski, ari-pekka puhto, jukka kettunen, konsta pamilo & keijo t mäkelä (2021) implant survival of 2,723 vitamin e-infused highly crosslinked polyethylene liners in total hip arthroplasty: data from the finnish arthroplasty register, acta orthopaedica, 92:3, 316-322, doi:10.1080/17453674.2021.1879513. Concomitant products: unknown cup. Multiple reports were submitted along with this report 0001825034-2021-03416. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.